Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), a 23mm sapien 3 ultra valve was attempted to be implanted in the aortic position by direct implantation of the sapien 3 ultra in a severely stenotic and heavily calcified valve. No previous valve dilatation was performed due to a protrusion of a stent in the root. A simultaneous inflation of the valve and of the balloon was planned in a lca to avoid stent crushing. However, it was not possible to cross the native valve with the sapien 3 ultra valve. A calcium splinter got into the coronary artery causing a massive heart attack. After many attempts to get beyond the coronary obstruction and other attempts to cross the valve, the patient expired.

Manufacturer narrative:
Additional information was received. Sections b7, d4, h4 were updated. As per medical opinion, the root cause of the death was due to a splinter of calcium detached after the attempts of crossing the native valve with the thv. The sov measured 29x29x28.5, stj measure 23.5, there was mild degree of obliteration, the lca height was 1.35, and there was severe leaflets calcification. There was no bulky calcification in the lvot and no valve oversizing. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on preprocedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. Difficulty crossing the native valve may be due to anatomical and/or procedural factors, including heavy calcification, wire bias into commissure, horizontal aorta (tf), tortuous thoracic aorta, flex catheter kinked, incomplete bav, or interaction with other cardiac structures (e.g. Mitral valve entanglement during ta approach). In most instances this resolves with routine troubleshooting maneuvers, with minimal risk to the patient. Per the training manual, factors that can make it difficult to cross include heavy calcification and inadequate bav. Per IFU and training manuals during valve alignment a gap between the thv and distal valve alignment marker may result in difficulty crossing. An overlap cannot be reversed and may prevent proper thv deployment. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Do not position thv past the distal valve alignment marker. This will prevent proper thv deployment. Compression may be observed in the distal portion of the flex catheter during valve alignment. Diving may be observed between the thv and the flex catheter tip during valve alignment. To correct, move to a different straight section of the aorta (for diving only). If using the balloon catheter, push forward slightly, and then continue pulling back until part of warning marker is visible. If using the fine adjustment wheel, reverse and then continue with fine adjustment until thv is centered exactly between the valve alignment markers. Thv moves in only one direction relative to the balloon. Perform valve alignment in the straight section of the aorta. When experiencing difficulty crossing: make sure wire is correctly extended at apex, pull tension on the wire or reposition, add some distal flex or remove some partial flex, pull system back and re-advance. In this case, there was no indication a device malfunction contributed to this event. Per the report, the coronary occlusion and resulting patient death was likely due to a splinter of calcium detaching during attempts to cross the native valve. The difficulty crossing the native annulus was likely due to patient factors (severely stenotic and heavily calcified valve) and procedural factors (no bav performed). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.